Event description:
On (B)(6) 2013, the reporter contacted animas stating the down arrow keypad button was intermittently responsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the down arrow and ok keypad buttons required multiple button presses and increased force to elicit a response. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.